Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was explanted and discarded. Impedance testing was performed but the surgeon indicated the lead was broken. The patient's outcome was reported as alive with no injury. It was unknown if the issue was resolved with the replacement and the cause remained unknown. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the lead was broken. An impedance test was performed and two combinations were found high: case and 0 was 4,879 ohms and 0 and 3 was 4,171 ohms. The lead remained implanted as the surgeon wanted to find out if it was the lead or extension that was the issue. When it was determined to be the lead, the surgeon decided to wait to inform the patient before taking action. The patient was not scheduled for a replacement. The patient was doing fine, but was not receiving therapy on one side due to the issue.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v061739, implanted: (B)(6) 2007, product type: lead; product ID 3389-40, lot# j0301149v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).